Event description:
Patient with a complicated history admitted with one week of progressive dyspnea and nausea. Complications since admission included shock, sepsis, pneumonia, acute kidney injury, continuous renal replacement therapy, shock liver, atrial fibrillation, coagulopathy encephalopathy. On the 7th day of hospitalization, after the patient had three loose stools, a flexi-seal signal fecal management system (fms) was placed on the patient. Patient had pressure ulcer prevention measures in place including low airloss mattress, skin care plan for perineal/coccygeal area, and head-to-toe assessments were being completed per routine and patient was repositioned every two hours. On the 21st day of hospitalization, during patient care/skin rounds, it was noted that the fms was in place and leaking loose stool around the device. Upon further inspection, noted a 0.5 cm x 0.5 m area of partial thickness skin loss to posterior perianal area sound base. One hundred percent red/clean, appears to be device-related from fms. The fms device-related pressure ulcer was staged as unstageable. Rectal area noted mucosal/full thickness skin loss erosion starting to extend into perianal area noted under fms after stool cleaned away on assessment. Wound base appears with tan/yellow slough, periwound intact erythema. Measurement, 2 cm x 1 cm x 0.1 cm (unable to determine full length due to extending into rectum and unable to determine true depth due to location and slough). The next day, during the skin assessment, the fms was removed because it was not working properly. (Also, the stool was likely too pasty to pass through the tube at this point). The fms was not replaced with a new device. Patient outcome: there was no bleeding associated with the event. The event did not prolong hospitalization, nor did the patient require medication, surgical intervention, laboratory testing or diagnostic testing related to the event. The patient did expire, but this was not related to the event. Manufacturer response for flexi-seal signal fecal management system (fms), flexi-seal signal fms (per site reporter): in process of review.